Manufacturer narrative:
The reagent lot number was 944565. The expiration dat was not provided. The field service engineer fse performed washing and decontamination of the vacuum paths and cleaning and decontamination of the solenoid valve. He found an issue with another solenoid valve and replaced it and the needle of the washing station. He performed an adjustment of the cuvette filling and automatic adjustment of the entire c703 system. He performed qc, which was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable low total protein gen.2 results from the cobas c 703 analytical unit occurring approximately 4-5 times per day. One example was provided with an initial result of 28.8 g/l and a repeat result of 63.5 g/l.